Event description:
It was reported that this patient experienced insomnia and uncontrollable diarrhea which began one to two days post implant of the pump. The patient reportedly cannot sleep 6-7 nights in a row. The patient saw her internist who prescribed a medication to help her sleep. This helped her the first night she took it as she slept for three hours but now the medication only helps her sleep 1-1.25 hours a night. The patient also took valium which did not work either. Reportedly the patient was ¿so sick¿ that she would have destroyed her home if she was all alone. The patient had tipped over lamps and broke them and that she sat in the glass. The patient was unsure if she had a stroke or went through withdrawal. The patient had been on oral meds since 1987 but was taken off all of them in one day. Reportedly, her current follow-up physician did not obtain her past records and was going to "fly by the seat of his pants.¿ the patient¿s internist suggested turning off the pump and put the patient back on the medications she was previously on pre-implant to see if that would help with her symptoms. The patient did see the follow-up physician ¿a week ago last tuesday¿ and at that time the pump was turned down but the patient was not improving at all. The patient was seeing a physician who would turn the pump off ¿for a time¿ so she could get back to feeling herself again. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8784, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8782, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information was received and per the hcp (healthcare provider) the cause of the patient¿s symptoms was unknown; it was noted that they were "probably unrelated to the pump or medications". At the time of this report, the patient was reported as being ¿ok¿.